Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
It was reported a trace pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. After the transseptal puncture, a trace pericardial effusion was noticed which was not present at baseline. They continued with the procedure since the effusion was small. A watchman® access system was advanced and positioned in the patient. A 24mm watchman® laa closure device & delivery system was advanced in the access system and the closure device was deployed. The closure device did not meet the release criteria because it would not correctly anchor to the laa. A 27mm watchman® laa closure device & delivery system was then used and the closure device was successfully implanted. They checked the effusion and it remained unchanged. The patient was fine throughout the procedure with no complications. The following day the patient was discharged from the hospital.